Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with gi bleeding on (B)(6) 2018. The patient¿s symptoms included black tarry stools and decreased hemoglobin. The patient was transfused with 2 units of red blood cells and their dark stools and hemoglobin loss began clearing. It was reported that the bleeding resolved on (B)(6) 2018. The patient was on aspirin and warfarin at the time of the event. The system controller event log file contained data from (B)(6) 2018 at 08:49:49 through (B)(6) 2018 at 14:38:44. The majority of the events captured in the log file were pi events. The remainder of the file was unremarkable. The pump appeared to function as intended. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 years 2 months 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented with black tarry stools and decreased hemoglobin. The patient was transfused with two units of packed red blood cells and the dark stools and hemoglobin loss began clearing. No further information was provided.